Event description:
It was reported that, hospital would not release any pt information to stryker. Eccentric wear.

Manufacturer narrative:
Lfit morse taper head, cat# 01-3200, lot# unk was also listed in this report. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.